Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical department with an unsigned note that indicted, e301 malfunction. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not sound audible alarm tone during an alarm condition while on the low volume setting. Though requested, no additional info was provided. Provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.